Event description:
It was reported that (1) device was about to be used during a laparoscopic nissen. It was reported by the rep that the foot pedal was activated and they had a steady tone right from the start. They tried a different blade and still had a steady tone. They then used a test tip to test the hp052 and had a steady tone. Another hp052 was used to complete the case. There was no consequence to the pt.